Event description:
It was reported that a home patient (hp) had a high drain alarm 103 on a homechoice (hc) device during use. A high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The hp stated that they did not feel any discomfort symptoms. The technical service representative (tsr) reviewed the hp¿s therapy settings. The hp was on tidal therapy with fills set at 95% and the fill volume (fv) equaled 2500ml. The tsr explained the alarm, and the patient was advised to notify their nurse of the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be performed. A review of the device service history was performed and revealed no previous failures or problems that were the same as or similar to the reported event. If additional relevant information is obtained, then a follow-up MDR will be submitted.